Manufacturer narrative:
(B)(4)

Event description:
It was reported by service report that the leds for the footboard lockouts will not work. No patient involvement or adverse consequences are reported.